Event description:
Additional review of this case to include a fluoroscopy image review was conducted. Imaging was suggestive of an unusual rv lead orientation. The implant location appeared very high on the rv septum or outflow. Additionally, there was noted kinking of the inter-electrode portion of the lead with each presentation systole; concluding that the portion of the lead from mid-inter-electrode position, to tip was either intramyocarial or perforated. As earlier reported, this case is suggestive of a helix tip through the myocardium.

Event description:
Boston scientific received information that following an uneventful right ventricular (rv) lead implant to include favorable system measurements, the physician reported a drop in pressure following pocket closure. Lead diagnostics were checked and loss of capture was then noted. During immediate intervention, the lead was attempted to be repositioned however an effusion was observed and the rv lead explanted. An new rv lead was placed and a chest tube inserted for drainage. The patient, recovering in the intensive care unit, passed away three days later due to deteriorating conditions. No return of product is expected as the lead was discarded at the medical facility. The physician stated the perforation likely occurred during the initial lead placement.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.